Manufacturer narrative:
Ethnicity and race are unknown. The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
From the st-elevation myocardial infarction -door-to-unload study, it was reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support, there was volume shortage reported. The impella experienced suctioning. The device was repositioned, and fluid was given. The device was ultimately explanted.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for investigation. Data logs not available to review. Insufficient clinical data were not sufficient to determine the root cause. Therefore, the cause of the low pump flow issue cannot be determined since no complaint device returned and insufficient data provided.